Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they passed out and had spouse needed to give sugar. The customer reported that the insulin pump might have been over delivering. The customer also reported that the ac button was unresponsive. The customer's blood glucose was 40 mg/dl at the time of incident. The customer's blood glucose was 270 mg/dl at the time of call. The customer stated that they treated the low blood glucose with sugar and juice. The customer stated that the drive support cap appeared normal. The customer stated that the reservoir was showing the same amount of insulin as shown at the status screen. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump had unresponsive buttons due to a flattened button dome switch. No unlocked lcd keypad connector was noted. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify the possible over delivery anomaly due to the unresponsive button. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.